Event description:
It was reported that this patient experienced dizziness and vertigo which was associated with dyspnea at the time of the dizziness. During a follow up it was noted that oversensing was seen resulting in loss of capture and brady pacing to not believed when required involving this right ventricular (rv) lead. The patient was pacemaker dependent which resulted in the dizziness. The pace impedance measurements were also noted to be high and out of range. The device was reprogrammed to unipolar configuration, but the pace impedance measurements continued to be high. The lead was thus explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to provide the initial reporter phone number.

Event description:
It was reported that this patient experienced dizziness and vertigo which was associated with dyspnea at the time of the dizziness. During a follow up it was noted that oversensing was seen resulting in loss of capture and brady pacing to not believed when required involving this right ventricular (rv) lead. The patient was pacemaker dependent which resulted in the dizziness. The pace impedance measurements were also noted to be high and out of range. The device was reprogrammed to unipolar configuration, but the pace impedance measurements continued to be high. The lead was thus explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced dizziness and vertigo which was associated with dyspnea at the time of the dizziness. During a follow up it was noted that oversensing was seen resulting in loss of capture and brady pacing to not believed when required involving this right ventricular (rv) lead. The patient was pacemaker dependent which resulted in the dizziness. The pace impedance measurements were also noted to be high and out of range. The device was reprogrammed to unipolar configuration, but the pace impedance measurements continued to be high. The lead was thus explanted and expected to be returned. No additional adverse patient effects were reported.